Event description:
It was reported the patient experienced a return of symptoms. From approximately 4-6 pm, most days (becoming more frequent), the patient experienced a return of spasticity that caused her back ¿contractures¿ that sent her arching her back and her legs go flying everywhere. These symptoms typically lasted until 10-11 pm. These spasms/contractures then made her legs hypersensitive to the lightest of touch, which also lasted until bedtime (10-11 pm). Per the patient, the pump dose had been increased a total of 30% over the past two visits (or this past month). The patient dose for the past 13 years was 497.9 mcg/day. On (B)(6) 2014, the patient¿s dose was increased to 573.9 mcg/day and on (B)(6) 2014, the dose was also increased to 659.3 mcg/day. The dose increases were still not helping the patient and the patient was concerned about the dose increases. The patient was going to see the healthcare provider on (B)(6) 2014 and was going to inform the hcp of her current situation. The pump was used to deliver baclofen. Additional information was received and it was reported that the catheter disconnected from the pump. A revision was done on (B)(6) 2014. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10904r01, implanted: (B)(6) 2001, product type catheter. (B)(4).